Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
Physio-control further evaluated the removed device's power supply assembly and determined that it had caused the reported issue.  Physio observed that pin 6 of pcb-mounted jack connector, designator j41, had 2.0 volts direct current (vdc) when it should be 5vdc.  Physio also observed that pin 4 of pcb-mounted jack connector, designator j41, had 0.54vdc when it should be 0vdc.  These observations are indicative of possible ionic contamination; however, that could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The power supply assembly was replaced to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would go into AED mode and when attempting to power the device off, it would stay on the boot-up screen. To power the device off, the battery had to be removed from the device. When the battery was re-installed, the device alarmed and powered on with the service indicator present. There was no patient use associated with the reported event.